Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, episodes of undersensed ventricular fibrillation events were observed. The undersensing delayed therapy and caused the device to inappropriately return to sinus. It was also noted that there were episodes of the device delivering shocks but the rhythm failing to convert. Programming changes were made. The patient was stable before, during, and after the changes.